Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure a balloon rupture occurred. A non bsc device was implanted in the pt and a 33mm equalizer balloon catheter was ruptured. There were no pt complications or injuries reported. Add'l requests for add'l info have been made; however, no info has been rec'd.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending,a nd similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be field.